Event description:
The customer reported that the transmitter overheated during patient use. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) reported the transmitter (zm-521pa sn: (B)(6) ) overheated. The unit would no longer power on. Investigation conclusion: the root cause of the heat damage is determined to be transmitter design did not foresee possibility of short circuit from incorrect insertion of the battery. Assessment determined that in a worst case scenario, the probability of harm is "unlikely or remote" as the maximum exterior temperature (42.6 c) is below the minimum temperature (44 c) that can cause a burn after prolonged (greater than 5 hours) skin exposure. The overall risk of this complaint is determined to be low. A new design change has been introduced to the transmitter rear case which would add an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion. The following fields are not applicable (na) to this report: d4 lot # & expiration date. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. Corrected information: e1: initial reporter address: (B)(6).

Manufacturer narrative:
The customer reported that the transmitter overheated during patient use. No consequence or impact to the patient was reported. The device was returned to nihon kohden and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter overheated during patient use. No consequence or impact to the patient was reported.